Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line detached from the cassette of an amia cassette which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation with lines cut. Visual inspection was performed and the heater bag line was observed detached from cassette. Leak, clear passage, and clamp function testing was performed with in lab tubing and a leak was observed. The reported condition was verified. The cause of the leak was due to the detached tubing, however the cause of the tubing separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.